Event description:
It was reported that the user experienced a hypoglycemic event after a meal while using the ilet, with rapid glucose decline to 51 mg/dl indicated on the continuous glucose monitor; the user removed the ilet and transitioned to backup therapy, and a replacement device was arranged. Symptoms include hypoglycemia requiring self-treatment with oral carbohydrate. Outcomes included temporary hypoglycemia, without hospitalization or professional medical treatment. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device alerts or alarms were reported. The cause of the hypoglycemia was unclear. It was concluded that the event was user-reported hypoglycemia with the root cause not determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.